Event description:
Jaws did have charred tissue between them. Surgeon wanted to release the jaws while inside the patient so she could regrasp tissue but was unable to because jaws wouldn't release. Tissue was already severed at this point, so clamp could be withdrawn without any injury to the patient. Jaws would still not open after removal from the patient. Device had been used for approximately 45 minutes before the reported event occurred.